Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823164) was not returned for evaluation as the product is not available for return as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve as mentioned in the instructions for use. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a 44 year-old female patient who had hakim valve (ID 823164) implanted on (B)(6) 2025 due to idiopathic intracranial hypertension. As reported: "on an unknown date, she developed features of intracranial hypotension, and the pressure setting was changed to 130 and the 140 without any clinical change in her symptoms. X-ray of the shunt revealed it be at a setting of 30. This did not change despite programming it first 70 and then 100 as suggested in discussion. In view of the above it has been decided to change the hakim codman shunt system with new shunt as this has been found to be having some technical problem." Additional information received: the valve was removed and replaced on (B)(6) 2025. Patient experienced a significant relief after readjusting the valve pressure post op and confirming on x ray.